Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a system malfunction during the boot-up process. There was no reported patient involvement.

Manufacturer narrative:
There was no system malfunction error found at the site as was previously reported. The actual issue was that the system was showing an alarm message "set alt. O2 flow! Check agent setting", which has been resolved after replacing the mixer assembly. This malfunction is not reportable.